Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the manufacturer representative (rep) noted the patient had been using the physician mode recharge (pmr) on their own in some fashion but the rep didn¿t provide many details about that. It was reported that the patient last felt stimulation three days prior but the patient could not charge. The rep had not tried to charge the implantable neurostimulator (ins) normally and did not have a backup implantable neurostimulator recharger (insr) to use. They looked at the insr stats on the patients insr but the last two sessions showed they occurred on (B)(6) 2000 so the information was not helpful. It was unclear what was currently occurring with the patient system at the time of the report. Though, the rep¿s notes were that the patient was being difficult with the healthcare provider (hcp) that was in the room with the patient prior to the rep entering. The pmr worked on the second hour. This was the second known power on reset (por) and they were waiting for the device to get to 25 percent to clear the por. The device had reached end of service (eos) and they were headed to explant. The patient reached eos and there was nothing else to report. The patient¿s story of device problems did not match the rep¿s finding that day, for example the patient said stimulation was on 4 days prior yet they could not interrogate the device and it took 90 minutes to wake up during pmr. The hcp planned to explant the patient. Information regarding the explant and patient outcome has been requested. If additional information is received, a follow-up report will be sent.